Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot #: 9561802) was received at us cq. Upon visual inspection, there is no damage or defect to the device. Device failure. Defect identified? No. Conclusion: the overall complaint was not confirmed for the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot #: 9561802) as the device has no defect found. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.072-us, lot: 9561802, manufacturing site: (B)(4), release to warehouse date: oct. 05, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, one (1) stepped drill bit cannulated did not function; six (6) depth gauge for locking screws, two (2) locking bolt measuring device, and one (1) titanium sternal locking straight plate were found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This report is for (1) depth gauge for locking screws to 100mm for im nails. This is report 09 of 10 of (B)(4).